Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the patient, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual and tactile examination identified outer sheath kink 130mm proximal from the distal tip. The device was returned with the stent already deployed from the delivery system. No issues noted with the deployed stent. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 29oct2025. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the procedure, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the device was returned with the stent already deployed from the delivery system.